Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4).it was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. The 63% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 1.7mm and the lesion length was 14mm. A 2.75x20mm liberte was implanted. There was an additional procedure performed in the target lesion of thrombosuction to remove the thrombus. Residual steonsis was 0%. The procedure was a technical success. Two days after the index procedure, a re ptca in the non-target vessel occurred. The patient was discharged five days after the index procedure without anginal complaints or silent ischemia. Medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.